Event description:
The svc report shows that after the customer support engineer installed a 10000 hour preventive maintenence (pm) kit, the vent would not pass the extended self test. The co verified proper installation of the pm kit and inspected the device. The co replaced autozero solenoid and the pressure transducer pcb. The unit passed extended self testing and performance verification. This report is not an admission by co this device caused or contributed to the event alleged in this report.